Event description:
It was reported to philips that the monitor will not connect to tempus ls. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.

Manufacturer narrative:
Updated device problem, evaluation results, component and conclusion code grids.

Event description:
It was reported to philips that the tempus pro monitor will not connect to tempus ls. There was no reported patient involvement as event occurred during maintenance.